Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The device is still implanted. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
An operative site adverse event was reported for "questionable irregularity to the most lateral margin of the patellar insert," the treatment was trial of immobilization.